Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-05647 and 1627487-2013-05649. It was reported the pt's ipg was explanted in 2010 due to overstimulation and not receiving pain relief. It is unk if an sjm rep was made aware of the procedure or in attendance.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.